Manufacturer narrative:
The source of the metal fragments experienced during use, emanated from the displaced material at the tip of the inner blade and is a function of galling of the inner blade with the outer blade. The cause of the galling is due to form of the radius on the inner blade tip. Although the radius is within design tolerance, the match up of the inner radius and outer radius caused a degree of friction. This issue has been resolved with a tightened process tolerance and a design change to the inner blade, eliminating the potential for this fit up problem to exist. (B)(4).

Event description:
When using the incisor plus blade, metal dust stayed behind in the body.